Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI# ((B)(4) on (B)(6) 2019, it was reported that the dermatome did not harvest a graft properly. The dermatome left divots right at the start of where the graft was being taken from the thigh. It was satisfactory after that initial removal. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver, autoclave case and 1"/2"/3"/4" width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(4)as documented in the repair reports in livelink. Product review of the dermatome an on (B)(6) 2019 revealed that the control bar was below the masterblade. The service technician noted that this would have caused the reported event. The calibration was out of specifications at the zero thickness setting only and the device operated within motor speed specifications. Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the calibration shaft, bearings and neck o-ring. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the control bar as below the masterblade. When the control bar is low, it will cause the blade to be the first point of contact with the patient. This can cause a deeper cut than intended and patient injury. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the control bar as below the masterblade. When the control bar is low, it will cause the blade to be the first point of contact with the patient. This can cause a deeper cut than intended and patient injury. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). The customer has indicated that the device is in process of being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the dermatome did not harvest a graft properly. The dermatome we used today with dr. Evans was leaving divots right at the start of where the graft was being taken from the thigh. It was satisfactory after that initial removal. There was an unspecified harm to the patient. No additional consequences were reported.